Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 6.0mm x 40mm x 135cm athletis balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst while attempting to break a heavy calcified lesion. The device was removed, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 25mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 6.0mm x 40mm x 135cm athletis balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst while attempting to break a heavy calcified lesion. The device was removed, and the procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that moderately tortuous and severely calcified vessel in the superficial femoral artery. The balloon rupture upon first inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 6.0mm x 40mm x 135cm athletis balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon burst while attempting to break a heavy calcified lesion. The device was removed, and the procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that moderately tortuous and severely calcified vessel in the superficial femoral artery. The balloon rupture upon first inflation.

Manufacturer narrative:
B5 - describe event or problem section updated with additional information through the good faith effort process.